Event description:
It was reported that the blood being infused clotted in a clearlink extension set, and then air appeared below the position of the clot. This occurred during a blood transfusion while the set was attached to an unknown syringe pump. A 35 ml syringe was being used with the pump. The set had been primed with blood. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: the age of the patient is unknown, but it is known that the patient was in the (B)(6) intensive care unit. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.